Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a cracked front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/ right handles, lens indicator, barrel clamp, tube drive, sleeve drive, wiper seal, flange gripper retainer, spring latch and right iui (inter-unit-interface). Performed unit calibration. Based on the findings, service determined that the reported issue was due to customer damage of the front case. Device history record a review of the device history record showed the device had a manufacture date of 29apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a cracked front case. No additional information was provided. There was no patient involvement.